Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to bilateral lateral lower abdomen, upper/central/mid abdomen on (B)(6) 2023 using cooladvantage coolcore contour applicator and to bilateral medial lower abdomen and flanks on (B)(6) 2023 using cooladvantage coolcurve+ contour applicator who developed paradoxical hyperplasia on upper abdomen and hip rolls/flanks 3-4 months after treatment.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to bilateral lateral lower abdomen, upper/central/mid abdomen on (B)(6) 2023 using cooladvantage coolcore contour applicator and to bilateral medial lower abdomen and flanks on (B)(6) 2023 using cooladvantage coolcurve+ contour applicator who developed paradoxical hyperplasia on upper abdomen and hip rolls/flanks 3-4 months after treatment.

Manufacturer narrative:
Additional, changed, and/or corrected data: updated the treating date in the description of event/problem.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to bilateral lateral lower abdomen, upper/central/mid abdomen on (B)(6) 2023 using cooladvantage coolcore contour applicator and to bilateral medial lower abdomen and flanks on (B)(6) 2023 using cooladvantage coolcurve+ contour applicator who developed paradoxical hyperplasia on upper abdomen and hip rolls/flanks 3-4 months after treatment.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.